Manufacturer narrative:
The applicator has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Visually inspected sensor tail and no issues were observed. Severed sensor tail was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused redness, infection, and swelling. It was reported that the customer was given unspecified medication and also underwent surgery to remove the filament. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused redness, infection, and swelling. It was reported that the customer was given unspecified medication and also underwent surgery to remove the filament. No further details were provided. There was no report of death or permanent impairment associated with this event.